Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error b30 could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while preparing for use, a b30(scope communication error) displayed on the evis exera iii xenon light source. There was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a worn-out scope socket mechanism which was not protecting the scope socket pins, a olympus lamp over 500 hours needed to be replaced and the air/water suction test was within specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.